Event description:
Pt was severely shocked as a result of an error by a medtronic tech who was trying to reprogram the newly implanted battery in their spinal cord stimulator. The tech did not turn off the power when entering new parameters for the unit, and as a result, pt received a severe internal shock, mainly in abdominal area. Pt flopped around like a fish, until the tech could get instructions over the phone to turn off the power. This tech has been with medtronic about 6 mos, and had never reprogrammed pt's unit before. Further, tech did not report the incident to the hosp, or charge nurse, so that pt could be treated for pain. Pt was discharged from the hosp in severe pain, with a constant strong urge to urinate, and faced a 3 and 1/2 hr trip home from the hosp. Pt was near a nervous breakdown when they got home and had to get their psychologist called over to try to calm them down. Medtronic did not have a record of this incident, until they called them.

Event description:
Add'l info rec'd from MFR 9/26/02: MFR has not rec'd the device for analysis. MFR investigated the event by calling the physician. The physician stated the pt was reprogrammed on 3/8/02 at the clinic and everything was fine after stimulation was reprogrammed and restarted. No residual problem was found by dr. The pt seemed fine with the situation after the visit with the dr. Dr spoke with the medtronic rep. MFR's records indicate that the device has been explanted and replaced with another itrel model neurostimulator.